Event description:
During an MRI scan a pt received reddened skin beneath 1 of the 4 ECG electrodes used during this scan. The monitoring system is less than 1 mo in use, and the reporter indicated that all monitor precautions were followed except for the pt's skin preparation. The MRI scanner "crashed" during the MRI scan sequences, and the MRI staff had to relocate the pt to another MRI scanner to complete the scans. After the scans were completed, the MRI staff noted the pt's skin reddening. Prior to this event, the MRI staff had experienced 2 other MRI heating events with another co's pt monitor within the previous 3 weeks, and it was unclear if this event was related to these other events. A possible explanation for this pt's skin reddening is a skin reaction to the ECG electrode's gel electrolyte.